Manufacturer narrative:
Additional information was added to d9, h3, and h6 h11: one (1) actual device and a photograph were returned for evaluation. The returned photograph was reviewed, and it was noted that there were droplets of leakage visible, but the actual location of the leak could not be determined. A visual inspection was performed on the actual sample, and the leak could not be easily identified. Functional testing was performed, and it was noted there was a leak from the administration spike port bonding area of the bag. The reported condition was verified. The cause of the reported condition could not be determined; however, it is likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4. H4: the device was manufactured between 06/27/2023 and 06/28/2023. Should additional relevant information become available, a supplemental report will be submitted.